Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? When the distal portion of the staple, after closure, pierced the tissue and stayed exposed, promoting a perforating line, did the tissue require repair? If yes, how was it repaired? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? How was the procedure completed? Was there any other patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a septation gastric video-sleeve procedure according to information collected, the black loads don't have a proper closure and promotes bleeding. Also, it was observed that the distal portion of the staple, after closure, pierces the tissue and stays exposed, promoting a perforating line in the back line. Unknown how case was completed.